Event description:
It was reported that the camera head and the screen were first used for a surgery planned on the 14th dec and the camera gave red instead of blue. It was further reported that another device was used to finish the surgery. It was further reported that afterwards the devices were tested again on the 16th of dec and did not function at all.

Manufacturer narrative:
Additional info will be provided once investigation is completed.